Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was still in acute phase post implant when they were hospitalized for heart failure exacerbation when an echocardiogram was performed. The left ventricular lead had exhibited elevated pacing thresholds leading to no capture. The device was reprogrammed and the patient's medication was adjusted. No further information could be obtained.